Manufacturer narrative:
(B)(4). The reported field event of a sensing anomaly was confirmed in the laboratory. Review of stored egms indicated the vf signals were too fine to be detected by device. The device was tested on the bench and no anomalies were found.

Event description:
The device undersensed one episode of vf.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died and interrogation of the device found one unterminated vf episode.